Manufacturer narrative:
A review of the manufacturing records for the device verified that the lot met all pre-release specifications. It should be noted the gore® excluder® iliac branch endoprosthesis instructions for use states ¿adverse events that may occur and/or require intervention include, but are not limited to occlusion of device or native vessel, and impotence."

Event description:
On (B)(6) 2017, the patient underwent endovascular repair of an abdominal aortic aneurysm and a right common iliac artery aneurysm using gore® excluder® aaa endoprostheses featuring c3® delivery system and gore® excluder® iliac branch endoprostheses. On an unknown date, a follow-up computed tomography scan reportedly revealed occlusion of the internal iliac component. According to the report, no intervention was required since collateral vessels had developed. It was reported that the patient suffered from sexual dysfunction, though collateral vessels were developed and the left internal iliac artery was patent. It was also reported that the iliac bifurcation and the right internal iliac artery itself were narrow. It is unknown if the occlusion of the internal iliac component contributed to the sexual dysfunction.